Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 37 months of support on the lvad, the patient was readmitted due to a chronic driveline infection. The patient subsequently received a pump exchange.

Manufacturer narrative:
According to the information provided to the manufacturer, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.